Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer received failed battery test, weak battery test, and motor error alarm. The customer's blood glucose level was 152mg/dl. The customer states the pump was exposed to x-ray during security screening. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery test or weak battery alarms were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms were noted during testing. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip.